Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve moderate paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed times 2 without good results. A second valve was implanted valve-in-valve resulting with mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.